Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (rupture) 100 other (cause of event is unknown). Unapproved use of device (implanting in zone 0). Evaluation conclusions: inherent risk of a procedure (rupture) 68 other (cause of event is unknown). Off ¿label, unapproved or contraindicated use (implanting in zone 0).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a fusiform and saccular thoracic aortic aneurysm in zone 0 and zone 3. Prior to the index procedure, the patient had an open stent for aortic arch replacement of y shaped device for taa with sma coiling. Bypass was done from y shaped cia to right/left renal arteries. Bypass was done from right cia to sma. Celiac artery was embolized with tevar. There was no endoleak and the procedure was completed. It was reported that the patient was brought in emergently four days later with a ruptured aneurysm. When the (B)(4) was opened, the box stated it was a 192mm; however, it was measured and found to be 178mm with ruler from above sterilized pack. The physician successfully implanted the device. The cause of rupture is unknown. No additional clinical sequelae were reported and the patient is fine.